Manufacturer narrative:
Exact date unknown, event occurred 4 weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.